Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid detached from the bd¿ sharps collector hinge cap with petals during use and the disposed products came out. The following information was provided by the initial reporter, translated from (B)(6) to english: "the lid detached and disposed products came out."

Manufacturer narrative:
H.6.investigation: DHR was performed and no ncr's were raised during the production of this lot. All testing was within specification. Picture was reviewed and complaint was confirmed. When base was manufactured and when the operator was assembling the cap to base they did not completely attach it to base. Placed a quality alert at press for next two runs and increased inspections to 100% for the next two runs. After completing two production run for a total of 38,400pcs with 100% inspection there were no detached caps found.

Event description:
It was reported that the lid detached from the bd¿ sharps collector hinge cap with petals during use and the disposed products came out. The following information was provided by the initial reporter, translated from japanese to english: "the lid detached and disposed products came out."